Manufacturer narrative:
This is the same event as 3010536692-2016-00454.

Event description:
Allegedly the patient is experiencing mom complications (right). Additional information received (B)(6) 2016. The patient was revised due to mom complications.